Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Health effect - impact code 4641 removed; 4624 added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 7f sheath hole prior to an emergency endovascular aneurysm repair (evar) procedure. The sutures of two prostyle devices were pre-placed. Reportedly, the sheath was upsized to 18f, and the evar procedure was completed. Hemostasis was not achieved with the two prostyle sutures. Another prostyle suture was deployed, yet hemostasis was not achieved. A surgical cut down was performed and found the sutures were caught in the subcutaneous tissue and had not reached the vessel wall when the plunger was pushed in. Surgical suturing achieved hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.